Event description:
It was reported that during an ultrasound guided breast biopsy procedure, the needle allegedly stuck when attempting to remove from coaxial. The procedure was completed without using the coaxial. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that during an ultrasound guided breast biopsy procedure, the needle allegedly got stuck with the coaxial. The procedure was completed using the same device without using coaxial introducer. There was no reported patient injury.

Manufacturer narrative:
The file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for this product is bd-santo domingo. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.